Event description:
Customer called to report the resevoir door was loose and it was coming out of the pump. Also stated when the door came out of the pump, 70u of insulin were pushed into customer's body. The low bgs were treated at this time with glucose tablets. Device was not dropped, bumped, or exposed to moisture.